Event description:
On (B)(6) 2012, pt reported the infusion device displayed an unclearable e6 mechanical error. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and returned for eval. During the preliminary eval on (B)(6) 2012, it was found the infusion device display was damaged due to a mechanical impact, and the damaged display could impact the pt's ability to view the insulin delivery amounts. Add'l info will be submitted when the eval is complete.